Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous repairs in the past 12 months. The customer complaint was confirmed through the latch/lock closing. The root cause of the problem was a downstream occlusion calibration issue. The downstream occlusion (dso) and upstream occlusion (uso) sensors were recalibrated. The device passed all functional and delivery tests after the repairs. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for defective cassette sensor, during device evaluation, the downstream occlusion (dso) sensor was found to have a calibration error.